Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) emitted a beeping sound. The patient was advised that the product was defective and required replacement. This device was explanted and this cardiac resynchronization therapy defibrillator (crt-d) was implanted. The patient's physician then informed the patient that this device was recalled. The patient is now presented with either having to undergo another replacement surgery or risking injury and/or death.,